Event description:
It was reported that during an unknown surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 1/6/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? -pouch seal could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? -unsealed was sterility compromised as a result of the packaging damage? -yes this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/3/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 2/11/2025. D4 batch #809c55. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that one gcflgw reload was returned with no apparent damage and with a opened package. Upon visual inspection, a foreign matter was noted to be inside the packaging in the seal area. However, the seal area was noted completed. No conclusion could be reached on the cause of the reported event since the reload was returned outside of its package. Additionally, photos were provided and they showed an opened package with a foreign matter in the seal area. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number 809c55, and no non-conformances were identified.